Event description:
It was reported, the camera head cord has a hole in the lining and "tape marking the hole". The issue occurred during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, h2, h3, h4, h6, and h10. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head cord has a hole in the lining and "tape marking the hole". The issue occurred during preparation for use for an unknown procedure. There were no reports of patient harm.